Manufacturer narrative:
Additional information: the physician was attempting to use a spider fx to treat a fibrous lesion with a small degree of calcification in the distal mid coronary saphenous vein graft. Artery diameter was 3.5mm. Physician used a 6f sheath and a boston scientific run through 0.014 guidewire. Vessel was pre and post dilated. IFU was followed and the device was prepped without issue. It was reported that the tip detached from the spider fx. Physician reported the spider crossed mid lesion but would not cross distal lesion where resistance was experienced. It was deployed, and vessel dilated then stented. As spider was captured it would not come back through deployed stent and tip became caught on stent strut. Physician tried to pull it out and tip of spider fractured off. Both the basket and catheter were successfully removed. The procedure was completed using an additional stent that was placed distal to trap tip of wire to prevent movement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician attempted to remove the spider, the filter would not come out of the patient's vessel. Multiple attempts were made to remove the spider. The tip of the wire on the filter broke off during removal and remained in the bypass graft.